Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The caller was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.